Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was provided for investigation where they were tested using masterlot strips and retention controls. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) and a trainers coaguchek xs meter with an unknown serial number when compared to a laboratory result using the stago method. Around 7:30 a.m. The laboratory result was 2.4 inr and at 11:15am both meter results were 3.2 inr. The same test strip lot was used on both meters. The patients doctor did not adjust their coumadin dose based off the high meter result. The patients therapeutic range is 2.0-3.0 inr and tests weekly. The patient feels fine.